Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. It was stated that the cannula was straight when the infusion set was removed, but there was a hard substance at the tip of the cannula. Checked the alarm history and found several no delivery alarms. Unable to perform any troubleshooting during the call as the customer did not have extra infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.